Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Investigation results suggest/indicate in addition to the mechanisms above, patient factors (bicuspid aortic valve, high degree of calcium in the annulus) and/or the lack of an atmospheric gauge may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU states during deployment: unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker.  There are no directions or training in the IFU for atmospheric pressure monitoring or parameters during inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during a 29mm sapien 3 valve in the native bicuspid aortic position, an annular rupture occurred. The patient had a very calcified bicuspid valve; therefore, 2cc of volume was subtracted from the nominal volume for deployment. Slow deployment of the balloon was performed; however, after implantation a pericardial effusion was observed. Pericardiocentesis was necessary to prevent tamponade. The patient was surgically opened and the sapien 3 valve was explanted.  A surgical valve was implanted. The surgical aortic valve replacement was successful. The patient was reported as doing well and was discharged from the hospital. The physician alleged that the lack of the pressure gauge on the inflation device may have contributed to the annular rupture.

Manufacturer narrative:
UDI: (B)(4).